Manufacturer narrative:
Type of reportable event: there was no death associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the distributor for evaluation. During the evaluation the monitor failed a fall-off test. Further investigation is underway to identify root cause. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment consisting of two treatments. The patient's rhythm at the time of the treatments is unknown, as the lifevest ECG monitoring was disrupted. The patient was conscious at the time of the treatments but did not press the response buttons before the treatments were delivered. The patient remained in the hospital following the treatments.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment consisting of two treatments. The patient's rhythm at the time of the treatments is unknown, as the lifevest ECG monitoring was disrupted. The patient was conscious at the time of the treatments but did not press the response buttons before the treatments were delivered. The patient remained in the hospital following the treatments.

Manufacturer narrative:
Monitor evaluation: engineering root cause investigation determined that the cause for the fall-off test failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There was no death associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the distributor for evaluation. During the evaluation the monitor failed a fall-off test. Further investigation is underway to identify root cause. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.